Event description:
"The arthroplasty was revised due to migration and loosening of the acetabular composed. The acetabular component was revised. The components were implanted in situ for 0.78 years. Note: medical records and x-rays were not provided to stryker for review.